Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.3, lab: 3.4. Sample was drawn on (B)(6) 2011, but not received in the lab until (B)(6) 2011. Patient's inr = 1.3 (1:30pm on (B)(6)) which seemed low, so med tech sent sample to lab; lab inr = 3.4. Lab marked sample received at 3:30am on (B)(6).